Manufacturer narrative:
After further review of additional information received the following sections g4, g7, h2 and h6 have been updated accordingly as reported, a 6f/7f mynx control vascular closure device (vcd) was used for a post lower extremity angiogram, however, a massive hematoma was seen upon the arrival of the patient to post care unit. It was said that hemostasis was achieved and there was no reported patient injury. As per the user, normal deployment instructions were followed. At the time of procedure, patient¿s blood pressure (bp) was 180mmhg and the activated clotting time (act) was 200secs. The saved device which does not contain the polyethylene glycol (peg) sealant, looks intact and the sealant was deployed. The product was not returned for analysis. A product history record (phr) review of lot f1927701 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿hematoma¿ could not be confirmed as the device was not returned for analysis. The exact cause of the reported event could not be conclusively determined. With the limited amount of information available it is not possible to draw a clinical conclusion between the device and the event. Hematomas are a known complication of this procedure and listed in the instructions for user (IFU) as such. It is possible that patient factors, pharmacological factors or procedural factors may have contributed to the reported event. There is no evidence to suggest that this event is related to a manufacturing issue or defect of the device, but is likely related to vessel characteristics, patient and procedural factors. Neither the phr review nor the information available for review indicate that there is a design or manufacturing related issue. Therefore, no corrective/preventative action will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f1927701 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 6f/7f mynx control vascular closure device (vcd) was used for a post lower extremity angiogram, however, a massive hematoma was seen upon the arrival of the patient to post care unit. It was said that hemostasis was achieved and there was no reported patient injury. As per the user, normal deployment instructions were followed. At the time of procedure, patient¿s blood pressure (bp) was 180mmhg and the activated clotting time (act) was 200secs. The saved device which does not contain the polyethylene glycol (peg) sealant, looks intact and the sealant was deployed. The device is expected to be returned for evaluation.